Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle arthroscopy procedure the tip of chondral broke off. It was not discovered that it was broken until after the case was completed and the set was washed. The rep questioned the doctor and he did not realize anything was broken. The patient had already left the facility and went home. The patient had a post op exam on 5/28 and x-ray revealed the broken part is still in the patient. Moving forward the doctor feels it will not do any harm so he gave the patient the option to have it removed. At this point the patient declined the revision to have it removed.

Manufacturer narrative:
Complaint confirmed, the tip was found to have broken off near the bend. The shaft was also found to be bent. A likely cause of the event is prying/leveraging the device during use.